Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after the patient's prostatic hyperplasia, the foley catheter balloon ruptured, the catheter slipped, and the urine drainage failed two days after indwelling catheterization. Per follow up information received via ibc on 31-mar-2022, it was stated that no missing pieces of balloon were found inside the patient, but the customer used paroline oil as lubricant.

Event description:
It was reported that after the patient's prostatic hyperplasia, the foley catheter balloon ruptured, the catheter slipped, and the urine drainage failed two days after indwelling catheterization. Per follow up information received via ibc on 31mar2022, it was stated that no missing pieces of balloon were found inside the patient, but the customer used paroline oil as lubricant.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to user related (example: contact with sharp object/ exposure to petroleum based products/ mechanical failure/ operator error). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the (foley catheter) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.